Event description:
It was reported that the user replaced a dexcom g7 sensor after undergoing an MRI and initially could not pair the sensor with the ilet due to a missing pairing code; the user interface did not prompt for the code until settings were adjusted from dexcom g6 to dexcom g7, after which the user located the code and completed pairing. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no impact on health and no need for medical intervention or hospitalization. Investigation included user support and troubleshooting conducted remotely. Investigation of this case revealed successful reconnection of the dexcom g7 with no sensor failure confirmed and no device malfunction reproduced. It was concluded that the event was resolved through user education and setup correction, with normal device function following pairing.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.